Manufacturer narrative:
The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. No cracks on display window noted. The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she lost the battery cap. The insulin pump had a crack on the display. Customer's blood glucose level was 480 mg/dl. The customer treated her blood glucose level with a bolus. The insulin pump was dropped. Her blood glucose level was running high after she dropped the insulin pump. The insulin pump did not have power because the battery cap was misplaced. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.